Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: the image jerks. Inspected with other equipment. Exam: ablation.

Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: based on the information from the site, the reported issue was improved after sw re-installation. However no solutions were implemented about reported symptoms in vb10e. Reference: (B)(4).